Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and an issue with a key contact. This report is made based on results of investigation completed on 05/05/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/05/2014 with the following findings: during investigation, the up arrow keypad button was intermittently unresponsive. The keypad cover was removed and the up arrow key contact was misaligned. Unrelated to this issue, the bolus button cover was missing from the pump; exposing the key contact. (B)(6).